Event description:
It was reported that during an unknown procedure, the device would not clip the reloads properly. No additional information was available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Articulation bands. The analysis showed that the ats45 device was received in good visual condition and without a reload present. After further inspection, it was noted that the right articulation band was damaged. The device was tested for functionality with a test reload on the three articulated positions and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to what caused the articulation band to become damaged, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; (B)(4).